Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During positioning and deployment of the second clip delivery system (cds), the posterior mitral leaflet (pml) became perforated. The clip was deployed, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.